Manufacturer narrative:
An event of explant due to high gradient and dyspnea was reported. The reported pannus could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the physician, there was no failure of the 21mm biocor valve and it was reported that patient-prosthesis mismatch occurred and a 23mm trifecta valve was subsequently implanted.

Event description:
In 2017, a 21mm biocor valve was implanted. On (B)(6) 2019, the 21mm biocor valve was explanted due to high gradients and dyspnea. A 23mm trifecta valve was implanted. Per the physician, there was no failure on the 21mm biocor valve and patient prosthesis mismatch occurred and a 23mm trifecta valve was implanted. During explant, pannus was observed on the ventricular side of the valve. No patient consequences were reported.

Event description:
In 2017, a 21mm biocor valve was implanted. On (B)(6) 2019, the 21mm biocor valve was explanted due to high gradients and dyspnea. A 23mm trifecta valve was implanted. Per physician, except for observed pannus, there was no failure on the 21mm biocor valve and the physician reports patient prosthesis mismatch occurred so a 23mm trifecta valve was implanted. The patient was reported with no adverse consequences and was discharged home.